Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water flow problems. Inspection and testing of the returned device found there was insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to clogging of nozzle, air and water supply volume did not meet standard value. Nozzle had foreign objects. Due to a pinhole on channel-tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet standard value. Due to wear of angle wire, the play of the up/down knob was out of standard value. Adhesive on the distal end was chipped. Due to clogging of the nozzle, water removal ability did not meet standard value. The scope-connector was dirty due to water leakage. The light guide lens had a crack. The universal cord had a wrinkle. Due to a scratch on the objective lens, the image partially had dark area. The scope-connector, the plastic distal end cover, the connecting tube, the objective lens, the protector of the universal cord on the scope-connector side, the protector of the universal cord on the control section side, the image guide protector, the scope connector cover unit, scope-cover, the switch box, the lock engagement lever and knob, the up/down-right/left knob, the flexibility adjustment ring, the universal cord, the grip, and the control unit were all scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to be deformed and it is unknown if reprocessing was performed according to the instructions for use (IFU). Attempts were made to obtain additional information but no information was provided. The event can be detected by following the instructions for use (IFU) which state: "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.